Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for peritonitis was injections of vancomycin (1 gm, route and frequency not reported) and fortum (1 gm, route and frequency not reported). The cause of the peritonitis was unknown. The patient had recovered from the peritonitis. Additional information was requested and was not available at this time.